Event description:
It was reported that during an unk procedure, the tip broke off. Unk if the tip fell into the pt. Unk how the case was completed. No pt consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.